Manufacturer narrative:
(B)(4). The device history record for the reported lot number, aa4091f09, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One sample device was returned. The original packaging was not returned with the device. The sample appeared in generally clean condition, with a slight cloudy appearance of tubing. The feed port was examined. The slit in he duck bill valve had a slight open set. There was no visible buildup in the feed port. The feed lumen was pressurized from the distal end using a syringe filled with water. Pressurization was performed by hand. No leakage was observed from the duck bill valve or from between the silicone and the feed port. The reported failure was not reproduced in the lab. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from the (B)(6) stating the patient is being treated with antifungal medication. The aspirate from the enteral feeding tube continues to display the presence of infection. The percutaneous endoscopic gastrostomy tube was removed and appeared cleaner and whiter than previously seen and displayed no deposits. Additional information received on 07/17/2015 stated the only other change to the patient's routine is the use of cinnamon water to flush between feeds as it has antifungal properties, especially for streptococcus. No additional information was provided in regards to the patient's status